Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was feeling fatigued since the system implant and had heart rates "in the forties." The right ventricular (rv) lead exhibited high thresholds and no capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient's full implantable pulse generator (ipg) was "faulty" and would require replacement within one year due to a faulty right ventricular (rv) lead. No patient complications have been reported as a result of this event.